Event description:
It was reported the patient experienced pain at the ipg site with stimulation turned on or turned off. It was also reported the patient discontinued the use of his scs system and used medication to treat his pain. In addition, the patient underwent surgical intervention on (B)(6) 2015 where the ipg was removed.

Manufacturer narrative:
UDI (di): (B)(4).l sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.